Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm and battery longevity was very short. Customer's blood glucose was unknown. Customer was not able to continue troubleshooting due to being at work and not having rubbing alcohol or batteries. Customer called back to continue troubleshooting and received a failed battery test alarm. Customer was advised that battery cap would be replaced.